Event description:
Prisma machine running on ICU patient. Rn left room for very brief period and upon return noticed a portion of the tubing had come apart (at a non-connection point) and blood was running onto the floor.